Event description:
It was reported that the patient underwent a mammectomy procedure in 10/2003. A reservoir was used the following day. It was noted that the anti reflux valve came off. The reservoir was replaced. There were no adverse patient consequences.